Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. The problem had been resolved when the customer replaced the flow sensors prior to ge healthcare arrival at the site. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported pressure mode ventilation was not available during a case. There was no report of patient injury.